Event description:
The patient underwent generator pin reinsertion surgery. During the surgery, a low impedance error message was seen on system diagnostics. It was noted that the connector pin would not be fully reinserted despite multiple attempts. The generator header was irrigated and the pin still could not be fully inserted. The generator was replaced, and system diagnostics were ok with the new generator. The suspect device has not been received by the manufacturer to date.

Event description:
Additional information obtained noting that the explanted device was discarded. It was also noted that the lead pin was observed to not be fully inserted and it is believed that there was something in the generator that was preventing the lead from being fully inserted but despite troubleshooting the lead pin still would not fully insert. There was no damage done to the lead and it is still implanted with a new generator and is working fine. The low impedance was first seen intraoperatively before the generator was in the pocket.

Event description:
It was reported that shortly after generator replacement, the patient's vns showed high impedance. The patient later was hospitalized due to increased seizures and vomiting, and the vns device still showed high impedance. The patient was referred for x-rays, and per the physician's review of the x-rays it was appeared that the lead connector pin had slipped out. No known surgical intervention has occurred to date. No additional relevant information has been received to date.